Event description:
It was reported that during implantation surgery on (B)(6) 2024 , the milling of the glenoid bone was too deep. The only possible solution at the time was to create a bone graft between the baseplate and the glenoid. During normal patient follow-up on (B)(6) 2024 x-rays showed that the baseplate screw had broken.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00338; 508-32-104, s801 - device cracked/broke, revision surgery, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.